Event description:
The customer reported that during a 683mls of a blood infusion on a pump, both the blood and an additional 200ml of saline infused due to a malfunctioning slide clamp on the saline tubing. There was nothing broken/cracked with the slide clamp upon nurse inspection. There was no intervention needed for the extra 200ml's of normal saline infused. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a blood infusion on a pump, both the blood and an additional 200ml of saline infused due to a malfunctioning slide clamp on the saline tubing. There was nothing broken/cracked with the slide clamp upon nurse inspection. There was no patient harm.